Manufacturer narrative:
E2: ni. G1 - manufacturer contact facility name - shirakawa olympus co., ltd. Follow-up is in progress to obtain additional information regarding the event from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Customer reported that there was "nick" (cut) in the device cord. The issue was found during reprocessing. There was no patient involvement on this reported event.

Event description:
See h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found a small slice on the cable. In addition, it was noted noise in image occurred when manipulating the cable as it was faulty. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. "Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. "Be careful not to scratch the camera cable with a sharp-tipped instrument." Based on investigation results, the complaint was confirmed and was due to faulty cable unit. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.